Manufacturer narrative:
Section b3: date of event is estimated. Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported patients programmer displayed the message "replace generator. Generator has reached the end of its service.". Patient may undergo surgical intervention to address the issue at a later date.

Manufacturer narrative:
Checked b1 product problem, which was not captured in the initial report the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined